Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/23/2015 with the following findings: there was a persistent line found on the display. The pump was opened and a test display was installed and confirmed to be fully operational.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump display screen had a line through it. The reporter indicated that the display was not able to be safely read related to the issue. There was no moisture ingress noted related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.